Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation, pericardial effusion and tamponade. It was also reported that right atrial (ra) lead dislodged and was undersensing during atrial fibrillation (af) episodes. The patient received a pericardial drain. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.